Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka performed on 2011, the patient underwent a revision surgery on (B)(6) 2022 to exchange the genesis ii posterior stabilized high flexion insert size 7-8 11mm. Current health status of the patient is unknown.

Event description:
It was reported that, after a tka performed on 2011, the patient underwent a revision surgery on 05-sep-2022 to exchange the genesis ii posterior stabilized high flexion insert size 7-8 11mm, due to loosening of knee resulting in instability. Current health status of the patient is well and recovered.

Manufacturer narrative:
B4, h6: description and codes were updated.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a tka performed in 2011, the patient underwent a revision surgery on 05-sep-2022 to exchange the genesis ii posterior stabilized high flexion insert size 7-8 11mm. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee system revealed that looseness of components has been identified as a possible adverse effect as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.